Manufacturer narrative:
.

Event description:
Procedure: lap gastric bypass. Reportedly, the needle fell out into the cavity. The needle was retrieved. Another instrument was used to complete the procedure.